Event description:
During an atrial fibrillation procedure, the needle punctured the curve of the sheath during insertion. The sheath was replaced, but the same issue occurred. The sheath was replaced again, and the procedure was completed with no adverse patient consequences. The sheaths were discarded. The needle was not reshaped, and it is unknown if a stylet was used.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported puncture could not be conclusively determined.